Manufacturer narrative:
(B)(4). Additional information: further information was obtained from the caregiver on (B)(6) 2010. Medrol (16mg, bid) was added as a suspect drug. On (B)(6) 2010, the patient's peritonitis continued. The cause of the peritonitis was medrol. On (B)(6) 2010, the patient was rehospitalized for the event of peritonitis. On the same day, the results of the peritoneal effluent analysis were 95% neutrophils, and a peritoneal effluent culture was performed, no results were available. On an unreported date, the patient had a white blood cell of 760. On an unreported date, the patient began the remedial medications of ceftazidime (1gm, IV) and cefazolin (1gm, IV). The patient's past medical history included acute kidney injury secondary to rapidly progressive glomerulonephritis. The patient's concomitant medications were paracetamol, nifedipine, amlodipine and enalapril. No causality statement was reported for the medrol.

Event description:
This is a spontaneous report by a consumer with supplemental information from the physician from the (B)(6) in a patient who did not wear a mask and did not clean the area before starting peritoneal dialysis, experienced a fever which resulted in sterile peritonitis in the patient coincident with peritoneal dialysis (pd) therapy. On an unknown date, the patient did not wear a mask and did not clean the area before starting peritoneal dialysis and a fever occurred. On(B)(6)2010, the patient was diagnosed with sterile peritonitis manifested by cloudy effluent and abdominal pain. The cause of the peritonitis was that the patient did not wear a mask and did not clean the area before starting peritoneal dialysis. The patient was hospitalized on (B)(6)2010 and discharged on (B)(6)2010 for the peritonitis. The patient was treated with antibiotics which were not reported. Pd therapy was ongoing. The peritonitis was ongoing and improved.

Manufacturer narrative:
(B)(4).the devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem.